Event description:
The affiliate reported the customer alleged electrical burning odor involving unicel dxc 600i synchron access clinical system. The customer reported there was no smoke and there were outside limit errors. Beckman coulter customer technical support (cts) advised the customer to turn the unit off. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse discovered the wash carousel was producing temperature out-high errors. The fse noted the laboratory's air conditioning system had been blowing cold air onto the left side of the analyzer. The fse placed a shield to deflect some of the cold air and allow the wash carousel to heat up. The fse performed a routine system check, and the customer performed assay quality control (qc); no issues were noted. The fse noted no new electrical burning odor. The unit conformed to the manufacturer's performance specifications.